Event description:
Additional information was received that the hospital will not release the patient implant information without a signed patient release.

Event description:
The generator and lead were unable to be located by the hospital and they felt that the explanted product must have been discarded.

Event description:
It was initially reported that the patient had his generator and lead explanted. The generator and a portion of the lead were extruding at the generator incision in the chest. The cause of the extrusion is believed to be due to a foreign body response. There is no infection suspected. The extrusion was first noticed on (B)(6) 2012. There were no associated symptoms or infection present. There was no known manipulation or trauma and the cause of the extrusion was unknown. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the implant hospital and they provided the product information.